Event description:
The customer reported that the speaker did not produce sound at boot-up, and that there was a speaker malfunction error message. There was no adverse event or patient harm reported.